Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the needle fell into the patient cavity but was retrieved with a grasper. The device was difficult to unload.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The event report alleges the products were used in a surgical procedure. Device three had a bent needle loaded in the right jaw and tissue matter lodged in left jaw. Device two was loaded with a needle in the wrong orientation. The needle was bent and toggled in the right jaw. Difficulty was experienced loading needle into device three. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of improperly loaded needle may occur if either the sulu or the suturing device is held with the printed information facing down when the needle is loaded in the device. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. However, the investigation detected a secondary condition of obstruction that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure. The device would not toggle the suture. Kept dropping the suture. There was no patient harm.